Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4). It was reported that the surgeon states patient had a left total hip arthroplasty 10-11 years ago. Corail stem, 36 +1.5 metal head, 50 metal on metal liner and a 50 pinnacle cup. Physician states the pt has left hip pain. Pts mom liner was removed as well as the head. Stem was not loose. The cup was not loose. The liner was replaced with a poly liner and ceramic ts head. The part # for the 36 metal head is not known by the rep. The lot # is stated. Head is 36+1.5. Doi: 10-11 years ago. Dor: (B)(6) 2021. Affected side left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : for allegations of pain a device manufacturing (mre) review will not be performed even when product/lot information is known. Per wi-3430, review of the device history record is unlikely to add value to the complaint investigation regarding an allegation of pain.